Event description:
It was reported by the company representative that the programmer's touch pens sometimes "just don't work" and need to be replaced. The touch pen will be replaced. No patient involvement or complications were reported as a result of event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.